Event description:
A (B)(6) patient admitted for laparoscopic cholecystectomy procedure, same day surgery. Patient was positioned supine for procedure on surgical table per guidelines. During the procedure, the surgeon asked the anesthesiologist to position the table left side down. The surgical team heard a snap and table became unstable as if broken. Surgical team was able to hold patient on table and keep table level. Trocars were removed, ioban placed over surgical drapes and over the incisions. Another surgical drape placed over that. Patient was transferred to a different surgical table. Patient was re-draped, airway maintained and procedure resumed without complication. No harm to patient. Patient able to go home same day of surgery.